Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the cgm reading showed 90 mg/dl and the patient experienced a seizure and became unconscious, then fell and broke his hip. They called 911 directly without doing any bg finger sticks to compare to the cgm the reading. When the paramedics arrived, they measured the bg and it was showing 40 mg/dl but they could no longer recall what was the sensor reading at that time. Paramedics treated the patient with IV medication and took him to the hospital. While in the ambulance, the patient experienced another seizure. When they arrived at the hospital, the patient was treated at the emergency room with unspecified medications to increase his bg. The patient´s bg stabilized. At the hospital they performed an x- ray procedure and the result showed that his right hip was fractured and on the next day, (B)(6) 2025, the patient underwent a hip surgery. Because of the incident, the patient experienced kidney failure and a heart failure. The patient was discharged on (B)(6) 2025 after staying at the hospital for 8 days. The patient had 3 months of physical therapy after he was discharged and the therapy ended in the middle of (B)(6) 2025. At the time of the report the patient was better but he still had to have dialysis 3 times per week and each dialysis session lasted for 4 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.